Event description:
Pt reported there was insulin leakage from the cartridge, and the infusion device displayed an e8 power interrupt error. He turned off the infusion device for a few hours and checked the batteries. Pt also reported the infusion device displaying is "failing." The infusion device was replaced and requested for evaluation. No physiological effects were reported, and he did not require treatment from a health care professional or second party to address the issue. No additional information was provided. This is related to MFR. Report #2183996-2011-03146.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.